Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was 587 mg/dl. Customer's insulin pump was removed when they were admitted into the hospital. Customer's wife declined to troubleshoot for high blood glucose. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with correct time and date and monitored for 6 days. No time anomalies were noted. A test reservoir was installed and did lock in place properly. Unit received with minor scratched display window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.